Event description:
It was reported that the t:slim x2 pump battery would not charge, triggering a power source alert. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by switching to a non-tandem wall adapter while continuing to use the tandem charging cable. Technical support informed the customer of the risks of using third-party charging supplies, and a replacement tandem wall adapter was sent to the customer via two-day shipping. The pump began charging, and no further assistance was required.